Event description:
It was reported that during a lobectomy procedure, the device was used during a thoracic procedure, resection of the right upper lobe. While performing to transect the upper lobe the stapler jammed after firing only 1.5cm. Staples were not uniform. The stapler was reloaded and the same problem occurred, followed by manual resection by scissors and over sewn with sutures to establish air tightness. A new device was used to complete the procedure; this stapler functioned well as indicated. According to the surgeon there were no abnormal circumstances with regard to the patient/condition of tissue. Surgery was prolonged twenty minutes.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.